Event description:
Pentax medical was made aware of a complaint on (B)(6) 2022 that occurred in the operating room during use in the united states involving pentax medical sterile distal end cap accessory, model oe-a63, lot number 0011041 was used with pentax medical video duodenoscope model ed34-i10t2, serial number (B)(4). The reported complaint that the sterile single use distal end cap(dec) detached while inserted in the patient during an ercp(endoscopic retrograde cholangiopancreatography) procedure. The physician stopped the procedure immediately and requested an egd(esophagogastroduodenoscopy) endoscope for retrieval of the foreign body. The physician was unable to visualize the elevator cap with the egd endoscope or x-ray. The manager was notified. The ercp procedure was resumed by the physician and upon extubation, the dec was observed and retrieved from the side of the patient's mouth. The dec was removed intact with no reported harm to the patient. Although no harm was reported to the patient, since the dec detached inside the patient and the physician needed to retrieve the dec we will be reporting this event as FDA-reportable. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
(B)(4). Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Refer to h10

Manufacturer narrative:
Correction information b4: date of this report b5.refer to h10 f7: follow up #01 f11: updated dates f13: updated dates additional information f9: age of device f10 continued: international medical device regulators forum (imdrf) adverse event reporting medical device problem code: 2907 detachment of device or device component replaced with 1384 mechanical problem ________ evaluation summary inquiries were made to the facility regarding the circumstances and causes of product detachment, but additional information was not obtained and the cause could not be determined. DHR's investigation found no anomalies in the endoscope and dec of the lot. Gfe(good faith effort) attempts were conducted with no additional information being provided. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.